Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. (B)(4). (B)(4). (B)(4).

Event description:
Adverse event(s): "capsular tear" (capsular bag tear, posterior); "anterior vitrectomy" (vitrectomy). Product problem(s): "iol in non central position" (malposition of device [iol (intraocular lens) implant]). A surgeon reported that during an intraocular lens (iol) implant surgery, a capsular bag tear occurred. The surgeon stated, the injector was blocked after placing the cartridge with the lens in it. During the iol injection, the plunger got into the pt's eye and caused the capsular bag tear. An anterior vitrectomy was performed. The iol was left in the pt's eye, although not in a central position. Additional info has been requested.